Event description:
Hosp personnel were attending to a pt in cardiac arrest. Allegedly while attempting to monitor the pt, the device allegedly would not display the pt's electrocardiograph but only a flatline. A back up device was obtained and used to continue treatment. There were no adverse effects to the pt reported as a result of the alleged malfunction.